Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found the lens damage. Unable to perform dimensional inspection due to significant lens damage. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).